Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was partially expanded 3 inches from the distal strain relief. The rest of the liner was unexpanded, and the distal tip was unopened. Curvature and scratches were noted on the sheath shaft. High-density polyethylene (hdpe) damage was observed at 1.5 inches from the distal strain relief and at the distal end of the sheath shaft. A sheath puncture was noted 2.5 inches from the comnut. Subsequently, the strain relief was removed, and a sheath puncture was noted 0.5 inches in length, starting at 2.5 inches from the comnut. There was also hdpe stretching 0.5 inches in length, starting at 1.75 inches from the comnut. The returned device was functionally tested. The associated commander delivery system was advanced through the sheath and the sheath expanded and the tip opened, as designed. There was imagery provided for evaluation. Per imagery review, tortuosity and calcification was present in the patient's left access vessel. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty introducing the esheath+, inability to advance the commander delivery system with valve through the esheath+, and the esheath+ punctured were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history records (DHR) did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Regarding the difficulty introducing the esheath+, as reported, "during a transfemoral transcatheter aortic valve replacement procedure (tavr) with a 26 mm sapien 3 ultra valve, there was difficulty inserting the 14fr esheath+ into the patient. The access vasculature was noted to be narrow and significantly calcified." Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Per device evaluation, curvature and scratches were noted on the sheath. Per imagery review, tortuosity and calcification were present in the patient's access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Scratches observed on the sheath shaft can be indicative of the presence of vessel calcification. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft and require a higher push force to navigate. Curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As such, the available information suggests that patient factors (calcification and tortuosity) may have contributed to the complaint event. Regarding the inability to advance the commander delivery system with valve through the esheath+, as reported, "during advancement of the 26 mm commander delivery system and valve through the 14fr esheath+, the system became stuck at the white portion (strain relief/partially expandable) of the esheath+." The access vasculature was noted to be narrow and significantly calcified. It was also noted that "it was possible that the loader was not fully inserted into the esheath+ prior to the delivery system being introduced." Per the training manual, "insert loader completely into sheath until it stops." The loader must be completely inserted into the sheath before the delivery system and valve are inserted. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. The incomplete loader advancement can lead the valve to get caught within the sheath during delivery system insertion, leading to resistance. As tortuosity and calcification were present in the patient's access vessels, it is also possible that these patient factors contributed to the reported resistance. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As such, the available information suggests that incomplete loader advancement and/or patient factors (calcification and tortuosity) may have contributed to the complaint event. Regarding the esheath+ punctured, as reported, "upon removal of the system, a small tear or hole was observed within the white portion (strain relief/partially expandable) of the esheath+." This was confirmed on the returned device. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath damage due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, the available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure (tavr) with a 26 mm sapien 3 ultra valve, there was difficulty inserting the 14fr esheath+ into the patient. During advancement of the 26 mm commander delivery system and valve through the 14fr esheath+, the system became stuck at the white portion (strain relief/partially expandable) of the esheath+. The access vasculature was noted to be narrow and significantly calcified. It was also noted that it was possible that the loader was not fully inserted into the esheath+ prior to the delivery system being introduced. The delivery system and valve were withdrawn within the esheath+ as one unit. Upon removal of the system, a small tear or hole was observed within the white portion of the esheath+. A second 14fr esheath+, 26 mm commander delivery system, and 26 mm sapien 3 ultra valve were prepped. There were no issues during the second implant and the second valve was successfully implanted. There was no patient injury. The patient remained in stable condition post-procedure. The perceived root cause of the event was a combination of the loader possibly not being fully inserted into the esheath+ and the calcified, narrow nature of the vasculature. The devices were returned for evaluation. Evaluation of the returned esheath+ confirmed the reported puncture.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-08917 for details of the other event. The investigation is still ongoing.